Manufacturer narrative:
B3: used 01/01/2025 as literature article was published in 2025, and actual event date is unknown. D1: brand name is blank because the device is known to be a watchman access system device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. Literature citation: holger h. Sigusch, zuzana hudcovska, anna aleevskaia & ralf surber (2025). Left atrial appendage occlusion: real world observational data on in-hospital results, clinical outcome and hemoglobin level. Scandinavian cardiovascular journal, 59:1, 2554681, doi:10.1080/14017431.2025.2554681.

Event description:
It was reported via journal article that deaths occurred. A retrospective observational study evaluated 599 patients who underwent left atrial appendage (laa) closure between 2012 and 2022. Procedures were performed under transesophageal echocardiography (tee) and fluoroscopic guidance. A subset of patients received a watchman flx closure device, and the others received a non-boston scientific device. There were six in-hospital deaths, five of which were procedure-related. Two reported causes of death included hemorrhagic shock secondary to access-site bleeding requiring implantation of stents followed by shock and multiorgan failure, and groin bleeding after femoral artery puncture because of concomitant percutaneous coronary intervention (pci) causing hemorrhagic shock, delirium, aspiration pneumonia, and unsuccessful resuscitation.

Manufacturer narrative:
B3: used 01/01/2025 as literature article was published in 2025, and actual event date is unknown. D1: brand name is blank because the device is known to be a watchman access system device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. Literature citation: holger h. Sigusch, zuzana hudcovska, anna aleevskaia & ralf surber (2025). Left atrial appendage occlusion: real world observational data on in-hospital results, clinical outcome and hemoglobin level. Scandinavian cardiovascular journal, 59:1, 2554681, doi:10.1080/14017431.2025.2554681. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman access system device was not returned; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman access system device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman access system device instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pneumonia, bleeding (major hemorrhage) valvular/vascular damage (vessel perforation) and death (shock, multiple organ failure, delirium) (additional device required, resuscitation, hospitalization). Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the events of pneumonia, bleeding (major hemorrhage) valvular/vascular damage (vessel perforation) and death (shock, multiple organ failure, delirium) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported via journal article that deaths occurred. A retrospective observational study evaluated 599 patients who underwent left atrial appendage (laa) closure between 2012 and 2022. Procedures were performed under transesophageal echocardiography (tee) and fluoroscopic guidance. A subset of patients received a watchman flx closure device, and the others received a non-boston scientific device. There were six in-hospital deaths, five of which were procedure-related. Two reported causes of death included hemorrhagic shock secondary to access-site bleeding requiring implantation of stents followed by shock and multiorgan failure, and groin bleeding after femoral artery puncture because of concomitant percutaneous coronary intervention (pci) causing hemorrhagic shock, delirium, aspiration pneumonia, and unsuccessful resuscitation.